Event description:
Customer reported a malfunction on the pump, which was identified as a resettable malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the process, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue reappears, which the customer understood.